Event description:
An ami patient had two zeta sents implanted in a proximal rca that was totally occluded. The standard iib/iia medication was not administered to the patient. The patient returned one week later for a diagnostic catheterization, which demonstrated an occlusion of both stents. No interventional treatment was performed; the decision was made to let the artery remain closed.